Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain and cloudy fluid. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (dose, frequency and route not reported) for the event of peritonitis. Two days after the onset of peritonitis, the patient passed away due to myocardial infarction (also described as fatal cardiac event). An autopsy was not performed. The patient had not recovered from the peritonitis at the time of death. Dianeal therapies were ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.